Event description:
A femostop device was used on the right femoral groin area after a heart catheterization on a pt with history of phlebitis. It was in place without release of pressure for 19 hrs resulting in a massive pulmonary emboli. Maximum length of use by MFR is 7 hrs with release of pressure every 1 to 3 hrs for 5 min. According to cr bard this particular device was replaced with another one in 4/02.